Manufacturer narrative:
Additional information: d9, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to user error of using excessive force to pry and/or leverage the device. According to the meniscal cinch¿ ii surgical technique: "advance the button completely to deploy the first implant. Retract the button until it locks in place flush with the adjacent button. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the end po

Manufacturer narrative:
Corrected information: h11 correction to narrative based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to user error of using excessive force to pry and/or leverage the device. According to the meniscal cinch¿ ii surgical technique: "advance the button completely to deploy the first implant. Retract the button until it locks in place flush with the adjacent button. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. Advance the button past the indicator to the end point to deploy the second implant. Retract the button until it locks in place flush with the adjacent button."

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13th may 2025, it was reported by an arthrex employee via email that 2 units of ar-4501, meniscal cinch ii, have issues. For the 1st unit of ar-4501, the first implant was set successfully while the second cannot be deployed. When the 2nd unit of ar-4501 was used, the same issue happened. A local brand knot pusher and cutter was used. This was detected during a meniscus repair procedure on (B)(6) 2025. The procedure was completed successfully by using another ar-4501. There was no patient harm, and no secondary procedure needed.